Event description:
It was reported that the debris shield blew causing a slimline fiber and a moses fiber to break immediately after the first shot. The fiber and the debris shield were replaced, and the procedure was completed with another of the same device. There were no patient complications. This report refers to the slimline fiber that broke.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. According to the device instructions for use (IFU): inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and ensure the fiber is properly handled so that it is not damaged by being stepped on, pulled, left lying in a vulnerable position, kinked or tightly coiled. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the debris shield blew causing a slimline fiber and a moses fiber to break immediately after the first shot. The fiber and the debris shield were replaced, and the procedure was completed with another of the same device. There were no patient complications. This report refers to the slimline fiber that broke.